Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker further evaluated the customers device and a disconnected stack flex cable was determined to be the cause of the reported issue. The stack flex cable was reconnected to the user interface (ui) pcb. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.